Manufacturer narrative:
Date of event: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 3006705815-2021-02836. It was reported the patient experienced ineffective therapy. Diagnostics indicated both of the patient's leads migrated. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken wherein both existing leads were explanted and replaced. Effective therapy was restored.